Event description:
This event was captured based on literature review of the article, long-term clinical outcome of rotational atherectomy followed by drug-eluting stent implantation in complex calcified coronary lesions. This is a single-center registry that aimed to assess the characteristics and outcome after rotational atherectomy (ra) is followed by drug-eluting stent (des) implantation in complex calcified coronary lesions. In the period between january 2003 and july 2009, 205 patients with de novo complex calcified coronary lesions treated with rota-des were analyzed. The majority of patients were treated with paclitaxel-eluting stents (64%) or sirolimus-eluting stents (30%). It was noted that 3.5% were treated with everolimus stents (xience). The incidence of in-hospital major adverse cardiac events (mace), defined as death, myocardial infarction (mi), and target vessel revascularization (tvr), was 4.4%. At a median follow-up period of 15 months, the cumulative incidence of mace was 17.7%. Death occurred in 4.4%, mi in 3.4%, tvr in 9.9%, and target lesion revascularization (tlr) in 6.8%. One definite (0.5%) and one probable (0.5%) stent thrombosis were observed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication (05/02/2012). Date of implant estimated as 07/01/2009. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v instructions for use is a known adverse event associated with use of a coronary stent use in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional adverse patient effects are being filed under a separate medwatch report#.